Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of remote transmissions revealed nonsustained oversensing episodes and possible lead noise. Programming changes were recommended. The patient was stable.

Event description:
New information revealed that the programming changes were made.